Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant, the lead was found to have dislodged after a few minutes of placing it in the apex. The lead was repositioned. When the lead was tested with the system analyzer high, out of range pacing lead impedance was observed. When repositioning was unsuccessful the lead was replaced, and the electrical measurements were good. There were no adverse consequences to the patient.